Event description:
The home patient (hp) contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during drain 4 of 4. The hp disconnected during dwell and did not press stop. The hp reconnected, however, it is unknown if the hp reconnected before or after the error. The technical service representative assisted in ending therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report is for a 2240 alarm where the home patient disconnected during dwell and did not press stop, and then reconnected. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.